Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During the 2016 refill study, one pump leaked its contents while being stored in an incubator. On (B)(6) 2016 concentration and purity hplc analysis was performed on day 14 of the 2016 refill study. During the analysis lower than expected area of response was observed for the pump which resulted in an out of specification result concentration and percent remaining being generated for the pump. The other pumps in the study were within the required specification. On (B)(6) 2016 pump solution was found to be on and around the pump which confirmed that the pump had leaked its contents due to an equipment malfunction. The cause of the malfunction could not be identified. The pump was weighed and found to be empty when compared to the initial weight on day 0 of the study. It was noted that the pump had been treated and handled the same as all of the other pumps in the study and no deviations to the procedure had been observed. The faulty pump was returned to the device manufacturer for further study..

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed septum damage had occurred while not having been implanted. As per the pump¿s log, water with concentration 1,000.0 mcl/ml was being administered at a dose rate of 6.1 mcl/day as of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-23 regard the leaking pump involved in the (B)(6) refill study. It was confirmed that the type of needle used to fill the pump was the 22 gauge needle that came with the pump or a similar 22 gauge needle that had been in the lab. It was reported that there were no deviations from the manufacturer's product instructions for filling /refilling the pump; they followed the same standard operating procedure (sop) that they had always followed. It was noted that the procedure had been the same from the very first pump study. It was stated that there were no attempts made to refill the pump after it leaked, as it could no longer be used as part of the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.